Event description:
Patient to ed after suspected seizure at home. Seized on admission - requiring intubation with cuffed, size 8 endotracheal tube in order to protect airway and support ventilation while anti seizure meds were given. One and one half hour later, the respiratory therapist noted the patient's et cuff was likely leaking. While trying to troubleshoot the leak continued so a new size 8 ett was replaced over a bougie. He developed a narrow complex tachycardia at 200 bpm after the change in ett, which converted easily to nsr after synchronized cardioversion and not associated with his ett leak or change. The patient was seen by a neuro consult who recommended continuous eeg monitoring for the seizures which were likely caused by concerns of substance abuse and alcohol withdrawal. There were no issues with the second size 8 ett during the two hours it was in place prior to his transfer to a tertiary medical center. This is the third of 3 reports submitted for leaking cuffs with the size 8 covidien medtronic endotracheal tubes. (In the first of the three reports I submitted, the patient had two cuff leaks, the second within 12 hours after the first leaked and was replaced. (Please see submitted medwatch reports # 18574, #18630, # this report # 18626.) These events were all reported to the manufacturer's rep. FDA safety report ID# (B)(4).